Event description:
It was reported that the patient was not able to adjust stimulation. Display showed "call your doctor" icon. There was a oor (out of regulation) condition. No additional information was available.